Event description:
(B)(4). Event occurred in the united states. It was reported that by the patient's girlfriend that during the night, the infusion set's tubing came apart 8 inches away from where tubing attaches to the body. Reportedly, the blood glucose level was 556 mg/dl currently and at the time of incident. No further information available.